Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 37714 serial # (B)(4) showed no significant anomalies and was functionally okay. The device passed final functional testing and functioned as programmed. Analysis of lead model 3778-45 serial # (B)(4) showed no significant anomalies. The continuity was acceptable and no shorts were seen between circuits. Analysis of lead model 3778-45 serial # (B)(4) showed no significant anomalies with good stable output seen.

Manufacturer narrative:
Lead product ID 3778-45, serial# (B)(4), explanted: (B)(6) 2013. Lead product ID 3778-45, serial# (B)(4), explanted: (B)(6) 2013. (B)(4).

Event description:
It was later reported that the patient experienced a shocking/jolting sensation, stimulation in the wrong location, burning sensation and less than 50% therapy relief. The location of the symptoms was at the device pocket, lead site and mid back. The stimulation in the mid thoracic area was uncomfortable to the patient. She felt the stimulation even when it was turned off. She had continued pain at the ins pocket. The device system was explanted per the patient¿s request.

Event description:
The patient experienced a weird stimulation sensation in her upper body and arms when the device was turned on and off. The lead was placed around t11 and the area of paresthesia was at the knee and below. It was later reported that there was no logical explanation for the patient to experience "vibration in her arms." The electrodes on the leads were placed in the dorsal epidural space at t11-12. The "vibration" was different than the stimulation she experiences in her leg which does help with her lower extremity crps. The "vibration" remains whether the stimulation was turned on or off. The impedance measurements with electrode 15 were greater than 10,000 ohms but her device was not programmed to use electrode 15. The tentative plan was to remove the device system on (B)(6) and return it to the device manufacturer. As of 5-14-2013 no surgical intervention had occurred. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that manufacture representative thought x-rays were done and showed the lead didn't migrate into the cervical spine.